Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined barcode scanner gets disconnected. A field service engineer replaced the usb cable to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system scanner not working. Customer stated there was able to pull the medication and there was no delay and they went to another station to retrieve the required medication. There were no adverse events or injuries reported based on this event.